Event description:
The provider states the bed is bent where the head section raises up and is now shifted an inch. He states the trapeeze that was with the bed is bent as well. The provider states the end user may have got the bed stuck on the trapeeze and forced it to move causing the bed to bend (B)(4).